Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, the issue was not duplicated. However, a "service required" error code, which indicates that the pressure gap between the inside of an airflow circuit and an outlet is large. Was found in the ventilator's downloaded event log. Upon inspection of the device, dirt on the inside of the flow sensor was observed. It is believed that this issue was a temporarily measuring error of the pressure due to the dirt. The device's flow sensor was replaced to address the issue. Additionally, the device's blower and oxygen blending module board sub assembly were also replaced due to other dirt observed. The software version was upgraded from 1.06.05.00 to 1.06.10.00.